Event description:
A false positive advia centaur cp troponin ultra result was obtained by the customer and considered discordant when repeat testing was performed. There was no known report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse ) was sent to the customer site for system inspection. The fse performed a sample probe pressure test and verified sample probe performance. There were no obstructions or debris in the sample probe. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.